Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported the left part of the eye at four o¿clock appeared like a white bubble and flap was not "catted" in this part during a flap procedure. It looked like an irregular elevated "island". The doctor managed to open the flap and finish the procedure but it was not easy to lift because it looked like it was not catted. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.